Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device has not been received.

Event description:
It was reported from the site that by the coordinator that the patient reported serial low flow alarms (asymptomatic) and no "confirmation beep" when connecting to a new battery to the controller. The patient stated that he performed a controller exchange over the weekend and this resolved all of the alarms along with the battery "confirmation beep." It was stated that there were no effect on patient. No additional information available.

Manufacturer narrative:
The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms, the most likely root cause of the low flow alarm may be attributed to an occlusion or suction event. Based on the risk documentation, possible causes of this observation can be attributed to multiple factors including, but not limited to an obstruction of the inflow cannula, obstruction of the outflow graft or kink in the outflow graft. It was also reported that there was no confirmation beep when the battery was connected to the controller, however during testing a confirmation beep was audibly heard when the batteries were connected. Additionally there was a vad stopped alarm which was most likely due to a controller exchange. Analysis revealed that the device passed visual examination and functional testing. The reported event could not be duplicated at the bench level. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.